Event description:
It was reported that a patient sustained a right subtrochanteric fracture on an unknown date. The patient was treated with the implantation of a trochanteric fixation nail (tfn), helical blade, and 5.0mm locking screw on an unknown date. The fracture did not heal, so the patient underwent a revision procedure on (B)(6) 2015 to remove the nail, helical blade, and locking screw. All hardware was removed and patient was revised to another manufacturer¿s nail. There was no delay in the procedure and the revision was completed successfully. The helical blade was removed from the patient, without issue, utilizing a helical blade extractor. It was noted after the procedure that the extractor had become stuck to the helical blade and could not be separated. Complaint file ((B)(4)) captures the event against the helical blade extractor. This report is for one (1) unknown 5.0mm titanium locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. This report is for one (1) unknown 5.0mm titanium locking screw. Date of original implant procedure is unknown. Unknown, as specific part and lot numbers for the complaint screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.